Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy and migration are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy and migration.

Event description:
Patient reported "suspicion of impaired integrity of the implant", "damage to the inner capsule of the left breast implant", "incomplete rupture of the implant", "deformation, hardening in the left mammary gland", "along the inner contour, excessive folding of the internal capsule of the implant is noted ("linguine" symptom), as well as small hypointense inclusions of the "oil drop" type. Fibrous glandular tissue is determined in a small quantity", "lymphadenopathy of the axillary region", "a lymph node of dense consistency", "silicone lymph node of the axillary group" and "single multinucleated cells of the foreign cell type are found. Cytogram indicates reactive lymphoid hyperplasia". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture and silicone migration: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "suspicion of impaired integrity of the implant", "damage to the inner capsule of the left breast implant", "incomplete rupture of the implant", "deformation, hardening in the left mammary gland", "along the inner contour, excessive folding of the internal capsule of the implant is noted ("linguine" symptom), as well as small hypointense inclusions of the "oil drop" type. Fibrous glandular tissue is determined in a small quantity", "lymphadenopathy of the axillary region", "a lymph node of dense consistency", "silicone lymph node of the axillary group" and "single multinucleated cells of the foreign cell type are found. Cytogram indicates reactive lymphoid hyperplasia". Healthcare professional later reported "rupture of the implant and lymphadenitis were detected (silicone from the ruptured implant migrated into the lymph node)". This record is for the left side. The device was explanted. Patient was hospitalized.